Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure: laparoscopic inguinal hernia repair. According to the reporter: dr hartman stated that after inflating both structural balloon trocars, he noticed that the clear protective sleeve that houses the structural balloon during insertion into the pt had completely separated from the cannula and fallen off into the pt. The plastic sleeve was retrieved in both instances and no harm was done to the pt. Dr (B)(6) stated, he has done hundreds of these procedures and never seen the sleeve separate from the cannula. Pt is doing well. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc? No. Unanticipated tissue loss? No. Irreversible tissue damage? No. Unanticipated extension of the incision by more than one inch? No. Unanticipated blood loss of over 500 cc's? No. Surgical time delayed for longer than 30 minutes? No. Device fragment or component falling into the pt's cavity? Yes - balloon inflation sleeve. Device fragment left in pt? No. What was done to correct this condition? A second device was opened and the same result happened. The problem was corrected on the third try and the protective balloon sleeve did not separate from the cannula and the case was completed successfully. Post op diagnosis - pt is doing well and has no issues.